Event description:
Customer reports eight incidents of blood leaks with CT-190g dialyzers (reuses range from 1 to 5). Incidents occurred at the start of treatment and were noted by the blood leak alarm. Blood leaks were unconfirmed with positive hemastix. Blood was not returned to the patient with an estimated blood loss of 250 cc to 300 cc per incident. Treatments were resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported per customer.